Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited unspecified issue and the right atrial (ra) lead exhibited unspecified capture issue. The right ventricular (rv) lead also exhibited unspecified capture issue and there was some fluid coming out from the rv lead. The pacemaker, rv lead and ra lead were explanted and replaced. The patient status is not reported.

Manufacturer narrative:
The reported events were unspecified fluid coming out from the lead and capture anomaly. As received, only a distal portion of the lead was returned in one piece for analysis. The reported event of capture anomaly was not confirmed. Visual inspection and x-ray examination of the distal portion lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.